Event description:
It was reported that on (B)(6) 2010, the patient broke both sides of the distal radius and had a femoral medical neck fracture. Long plate was used for the shaft of the left radius with no bone graft. Short plate was used for the intra-articular fracture of right radius on (B)(6) 2010. Schienenverband was used on the same day. On (B)(6) 2010, femoral head replacement had to be done. From (B)(6) 2011, the patient started to be in a seated position in a wheelchair, and there were no problems apparent from the x-ray film then. On (B)(6) 2011, it was found that the long plate on left radius was bent on x-ray film. It was possible that though the patient used hands during seating on the wheelchair, schienenverband had been kept rolling after ...

Manufacturer narrative:
Investigation in progress but not yet complete.